Event description:
The customer reported the ventilator shut down with data acquisition pcba adc reference failure. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer refused, reporting information is confidential.